Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had intermittent high blood glucose (bg) levels. The contact was not with the customer at the time of the report and declined to provide further information and declined tandem technical support's offer to troubleshoot. The contact reported that he would call back if needed.